Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contact keys, a cracked battery compartment and a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn. All of the keypad buttons were responsive. The keypad cover was removed and there was evidence of contamination visible under all of the key contacts. Evaluation also revealed a crack in the battery compartment as well as a dim, discolored display screen with faded text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).